Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed that the mixing pump had failed and would order and replace it locally.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed that the mixing pump had failed and would order and replace it locally.

Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause of the reported issue was isolated to a failed mixing pump. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.